Manufacturer narrative:
The device history record (DHR) for the iabp has been reviewed. There are no nonconformances noted in the DHR related to the reported event. A company representative performed an evaluation of the iabp. He replaced the filter tubing assembly (part number 0008-00-0331) and removed condensation form the system. The tubing assembly is being returned to the factory for evaluation. Note that medwatch report 2249723-2013-00247, documenting a second event occurring on the same iabp, may be related to this event. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a :system failure: alarm. The alarm code number was not specified by the customer. The patient was switched to another iabp and therapy was continued. No patient injury was reported.